Event description:
It was reported that the patient was set to have an explant procedure, but the physician was unable to recover the leads during the explant stage of the procedure. The physician attempted to remove the lead with tweezers, but it fractured, and the tail of the lead was lost in the epidural space. It was also stated that a part of the lead stayed in the epidural space and that the physician proceeded with the lead implantation without incident.